Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure there was a scratch on lens. Additional information received stating that the lens was removed during initial procedure and completed with another lens. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).